Manufacturer narrative:
UDI: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented with an anterior chamber bubble in left eye the day of treatment and treatment was aborted (flaps cut in both eyes but not lifted). It was stated that the patient had not experienced loss of best corrected visual acuity (bcva). The patient complained of light sensitivity. Patient reported symptoms are not interfering with daily activities. Patient is going to return to center on (B)(6) 2015 to finish lasik procedure in both eyes. Bcva from (B)(6) 2015. Right eye pre-op: 20/20 -2.00 x -2.00 x 45. Left eye pre-op: 20/20 -2.25 x -2.75 x 146.